Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that two of his sensors came off after the shower. Customer's blood glucose was over 500 mg/dl. Customer mentioned her high blood glucose level was possibly stress related. After troubleshooting, customer was advised that the sensors will be replaced. Customer will not be returning the device for analysis.